Event description:
Prismax machine alarmed for a critical system error (system not responding) and showed a window stating the machine would have to be shut down suddenly and without prior warning. Up until this point the machine had run without issue and all pressures concerning the filter were within a reasonable range that would not lead staff to suspect a machine or set failure. The machine would not allow for blood return so the set had to be taken down without returning any of the patient's blood. Staff were then able to quickly heparinize the dialysis line and switch out the machine to a new one to resume crrt. (Continuous renal replacement therapy). Clinical engineering: (B)(4).